Event description:
It was reported that the customer was experienced high blood glucose of 600 mg/dl, and the insulin pump was alarming no delivery. Advised the mother to change the entire infusion set. The mother also stated that the customer was hospitalized in may for diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer was celebrating her birthday, and as soon as her friends left, she began vomiting. The customer told her mother that she did not treat because she was tired of having diabetes. The customer was taken off of insulin pump therapy in july as her doctor did not feel that she was responsible enough yet. Now, the customer is back on the insulin pump. Advised the mother to try a different infusion set as the customer is very lean/muscular in her leg, which is where she inserts. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.